Event description:
Lap-choly performed in 2003. Pt has been in recovery since day of surgery. X-ray 5 days later and showed clip was "scissored" or "closed" over cystic duct, which dr. Said was reason for leakage. Medical intervention is unk at this time. Pt follow up under investigated.